Event description:
It was reported that the patient had a staphylococcus aureus infection at the incision site. Symptom of drainage at the site was noted. The patient was sent to the emergency room (ER) and underwent an explant procedure, also, the patient was placed on intravenous (IV) antibiotics. The physician confirmed that the infection was not device or procedure related. The patient was doing well postoperatively and the explanted ipg and leads were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141069/7145765.

Manufacturer narrative:
Correction to the initial MDR in blocks b2, b5 and h6. Additional suspect medical device components involved in the event: model number/catalog number: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141069 / 7145765. Model/catalog description: linear st lead kit 50 cm. Unique identifier (B)(4).

Event description:
It was reported that the patient had a staphylococcus aureus infection at the incision site. Symptom of drainage at the site was noted. The patient was sent to the emergency room (ER) and underwent an explant procedure, also, the patient was placed on intravenous (IV) antibiotics. The physician confirmed that the infection was not device or procedure related. The patient was doing well postoperatively and the explanted ipg and leads were not returned. Additionally, the patient later reported being hospitalized for kidney failure. Currently, patient was receiving home health and waiting for kidney function results.